Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant the right ventricular (rv) lead exhibited low impedance, a polarity switch and pacing failure. Pericardial effusion was observed and perforation was suspected. The rv lead was repositioned and remains in use. No additional pericardial effusion was observed. No further patient complications have been reported as a result of this event.